Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found that the strap loop was missing as well as a crack in the fan cover. The separated strap loop was not returned with the driver. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. The missing strap loop does not inherently affect the functionality of the driver. As the strap loop was not returned for investigation, the specific complaint could not be replicated. Failure investigation confirmed the reported issue as the strap loop was missing and therefore separated from the device. The customer complaint was not replicated as the strap loop was not returned with the rest of the device. Root cause of the broken strap loop was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Upon a quick inspection of the drivers available for use, we discovered that the carrying handle for the freedom driver serial # (B)(6) had a small, what appeared to be stres crack in the handle and unfortunately when we went to remove it from the case the handle broke away from the body portion of the freedom driver. Unfortunately it will have to be sent back to syncardia. It has been marked appropriately as unusable.